Manufacturer narrative:
Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability. This event is being reported as per gambro policy: all cases of pt's death within 24 hours after end of the treatment are considered reportable regardless any involvement of a gambro device. The gambro monitor MFR also submitted their MDR #9616240-2007-00080 for this event. The gambro dialyzer MFR also submitted their MDR #9611369-2007-00299 for this event.